Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that the cadd extension set was leaking while the patient was getting a checkup and the doctor noticed fluid leak. There was no injury to the patient.

Manufacturer narrative:
One cadd extension set was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of leaking was not verified. Service found no problems with the set during testing and investigation. The problem source is unknown.